Event description:
Contact reported that a surgeon implanted a charite disc at the l5-s1 level and an interbody cage at l5-s1 level. Patient was then flipped and posterior instrumentation was implanted at the l4-5 level. One week post op, follow up x-rays revealed anterior slip of the spine over s1. This caused the anterior aspects of the charite endplates to touch thus crushing the anterior aspect of the polycare. Charite endplates, however, did not look to have migrated along the vetebral body endplates. A revision was performed and the charite disc removed and an interbody cage implanted.